Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: o2 mixer assembly defectiv. Correction: o2 mixer assembly replaced. Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 were updated with full UDI information as requested. Updated fields.

Event description:
The following was reported to hamilton medical ag: summary:tf 231013 qo2 flow sensor defect. Selftest at start up not passed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: o2 mixer assembly defectiv. Correction: o2 mixer assembly replaced.

Event description:
The following was reported to hamilton medical ag: summary:tf 231013 qo2 flow sensor defect. Selftest at start up not passed.